Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Foreign materials were found coming out of the channel tube and the suction cylinder. In addition, the forceps channel had a dent, the grip was shaved, the air/water and suction cylinders were discolored, the electrical connector was corroded, the plastic distal end cover had a chip and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, during reprocessing on the evis exera ii colonovideoscope, a clip may have gotten sucked inside. A technician was already on site and tried to repair the device. The blockage could not be removed with brushing and flushing. The device needs to be sent in for repair. The customer received a loaner device. There was no patient associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the biopsy channel, however, the specific material could not be identified. It is likely that the foreign material remained in the device because it could not be removed due to the physical damage in the area where it was detected. It is unknown if there were any deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the instrument channel." "·precleaning the endoscope and accessories - if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. ·brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. ·brush the instrument channel port." Olympus will continue to monitor field performance for this device.